Event description:
Pt complaining of pain and "popping" sensation to their right arm were PICC line was placed in 2004. Upon flushing, pt experienced pain and no blood return noted. PICC line was removed and noted to have a hole within the mid-portion of the catheter at the level of the right axilla.